Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged multiple times during an attempted implant procedure. It was difficult to determine if this was due to patient anatomy, deep snoring by the patient during the procedure or the catheter. It was additionally reported that when the catheter was split the curve put suspected stress on the implanted lead, which could have contributed to the repeated dislodgement. The physician noted they would like better tracking and stability during slitting with this type of catheter. The lead was not used, and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.